Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the approved legal manufacturer's final investigation. Despite three good faith attempts to obtain additional information from the customer, no additional procedural/ patient information was received. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus could not reproduce the report b30 error malfunction. However, an additional potential adverse event was found: an e216 error with a noisy image. It is possible that water or moisture entered the scope, and the moisture damaged the image sensor unit or the circuit board inside the connector, which led to the occurrence of the reported malfunctions. However, a definitive root could not be determined. There was no evidence of deviation by the customer in reprocessing of the device in accordance with the instructions for use (IFU) and there was no physical damage at the site of the foreign material. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that bronchovideoscope experienced a scope communication error (b30 error). There were no reports of patient harm.